Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2021. Additional information: d4, h4, h6. Additional h6 component code: g07002 - device not returned; g07002 - conforming device. The device history records reviewed, and no issue found. Additional h3 investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ear procedure on (B)(6) 2020, and suture was used. During the procedure, the suture broke. Another like device was used to complete the surgery. There were no adverse patient consequences reported. No additional information provided.